Event description:
Reporter indicated that a specified infection was diagnosed approximately five weeks post implant, at which time a two-week course of antibiotic therapy (keflex) was prescribed. One week after completion of antibiotic therapy, the patient developed recurrent drainage of which cultures were positive for methicillin sensitive staph infection. An additional two-week course of antibiotic therapy (unknown) was prescribed; however, at a subsequent follow-up visit upon completion of antibiotic therapy, it was reported that the lead was extruding through the skin. Revision surgery was performed, at which time both the lead (excluding electrodes) and generator were explanted. The patient was discharged with a prescription for oral antibiotic therapy (keflex).

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for both the pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.